Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify what is meant by "the tip of the dispositive was defective"? It was blent. Were the device jaws damaged? If yes, can you provide further detail of the damage. Yes, I attached picture in the first mail, please check it.

Manufacturer narrative:
(B)(4). Batch # n91k85. The analysis results found that the el5ml device was received with no damage in the external components. In addition, the tyvek was not returned for analysis. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled; upon disassembly, the advancer was confirmed to be bent and 14 clips were found inside clip track. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Following information requested but unavailable: can you please clarify what is meant by "the tip of the dispositive was defective"? Were the device jaws damaged? If yes, can you provide further detail of the damage.

Event description:
It was reported that prior to an unknown procedure, there wasn´t any chance to use because the tip of the "dispositive" was defective. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Photo analysis: there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, the shaft appears to be damaged at the tissue stop area. However, no conclusion could be reached as to the origin of the damage as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Batch n91k85: manufactured date: 07/19/2016, batch n91k2d: manufactured date: 05/28/2016. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.